Manufacturer narrative:
H.6. Investigation summary:  100 retention samples from bd inventory were visually inspected with no issues identified. No foreign matter (fm) was observed in the retention samples; no closure/stopper defects were observed. Additionally, 10 retains were functionally tested for low or no draw. All tubes were within specification limits with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for low/no draw, cocked stopper, or fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 slbl lav jlp the cap is loosed, and customer also noticed that the tube is wet. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 slbl lav jlp the cap is loosed, and customer also noticed that the tube is wet. There was no report of impact to patient or user.